Manufacturer narrative:
The reported complaint could not be confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records identified one approved temporary deviation notification (dn). There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The reported lot passed pyrogen testing and the sterilization dosage was within set parameters. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility¿s registered nurse (rn) reported that a patient experienced blood loss while undergoing hemodialysis (hd) therapy. The following details were provided. The machine alarmed blood leak at the initiation of treatment. Blood tinged lines were noted in the dialyzer. Treatment was stopped. The lines were clamped and blood was not returned to the patient. The estimated blood loss (ebl) was unknown. The patient was able to resume treatment on another machine with a new set-up. There was no harm or adverse events reported. No malfunction of the machine was observed or identified, prior to, during, or following the hd therapy. The machine alarmed appropriately. The dialyzer is available to be returned to the manufacturer for evaluation.

Event description:
There was no defect or damage on the dialyzer observed by the nurse. Blood test strips were used and confirmed the presence of blood. The estimated blood loss was 300ml because the patients blood was not returned. There was no patient injury or adverse reaction. No medical intervention was required. The patient was able to complete treatment on a new machine with new set-up of supplies. The sample is not available as it was inadvertently discarded.